Manufacturer narrative:
(B)(6). The lot was manufactured february 20, 2018 - february 21, 2018. The unit was returned to the plant containing approximately 45 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse. This was noted during patient infusion. The device was filled with 4600mg of fluorouracil diluted in 115ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.